Event description:
A report was received that the patient underwent a lead revision due to a lead wire that was placed near the patient's skin. The physician repositioned the lead by tucking the lead deeper in the patient's subcutaneous pocket. The patient is reportedly doing well following the procedure.